Manufacturer narrative:
(B)(4). Lens was not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to low vaulting and lens rotation. The lens was exchanged for a longer lens.